Manufacturer narrative:
Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant product: unknown mentor saline breast prosthesis, catalog number and lot number both unknown. On 07/31/2018, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device. Brown material was observed on the shell surface. Upon initial inspection, the device appears intact. No other anomalies were discovered. There is no root cause since no anomaly was reported and no issues/damages were observed. At this point, is not possible to determine a root cause of the etiology of the brown material found on the device. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. (B)(4).

Event description:
It was reported that a (B)(6) patient underwent an unknown procedure with unspecified mentor saline breast prostheses. User facility reported that the devices were found while cleaning out a cabinet. User facility could find no associated documentation for the devices. The devices could not be associated with an existing complaint. In the absence of clarifying information, it cannot be determined why these devices were returned to mentor. However, the return of a saline breast prosthesis is characteristic of a removal and replacement. As a result, this will be conservatively reported to FDA. This medwatch report is for the 2nd of the two saline breast prostheses.